Event description:
The physician reported that a few weeks after initial implant the patient has impedance checks between 5000-6000 ohms. He has some swelling at the neck surgical site which the physician thinks is contributing to the impedance issues. He noted the device seems to be appropriately stimulating the nerve as there was expected voice irritation when the device was turned on and the magnet is working. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician noting that impedance rechecks are fine and no swelling persists, so it seems to have just been related to perioperative issues per the physician. No further relevant information has been received to date.